Event description:
New information received states that no further intervention is anticipated and patient will continue with the stimulation as is.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that no intervention will take place and patient will continue with stimulation as is. No further information is available at this time.

Event description:
New information received states that the patient denies any traumas.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that lead migration issue was observed resulting in lead repositioning being completed on (B)(6) 2019. Post procedure, programming was attempted however effective coverage was unable to be obtained. As a result, patient had partial programming completed. No further information is available at this time.